Event description:
It was reported that "the doctor on duty noticed that the equipment displayed an alarm of 'helium leakage (4)' and a crash occurred (the screen showed, but the buttons could not perform the operation function, and the equipment could not be used normally). The doctor immediately removed the equipment and catheter. This malfunction occurred during the patient's treatment process". Additional information states that there was no visible defect to the catheter. A new pump and catheter were not inserted as "the doctor used other treatment after removal of the equipment and catheter". No medical intervention required. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium leakage (4)" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the doctor on duty noticed that the equipment displayed an alarm of 'helium leakage (4)' and a crash occurred (the screen showed, but the buttons could not perform the operation function, and the equipment could not be used normally). The doctor immediately removed the equipment and catheter. This malfunction occurred during the patient's treatment process". Additional information states that there was no visible defect to the catheter. A new pump and catheter were not inserted as "the doctor used other treatment after removal of the equipment and catheter". No medical intervention required. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).